Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys tsh assay (tsh) on a cobas 6000 e 601 module (e601). The customer stated that there were no issues with other patient samples tested around the same time of the event and there were no issues with controls. The sample initially resulted as 0.039 uiu/ml and this value was reported outside of the laboratory. The doctor questioned the result, so he asked the patient to have a new sample collected and tested. The new sample resulted as 3.70 uiu/ml on (B)(6) 2017. The customer pulled the first sample and repeated it. The repeat result was 3.69 uiu/ml. The repeat result was believed to be correct. The patient was not adversely affected. The tsh reagent lot number was 172513. The reagent expiration date was asked for, but not provided. The field service engineer could not determine a cause. He stated that the sample probe adjustments were all fine. He checked the mixer and it was not bent. He ran performance testing and this was within specifications. The customer ran controls and these were within specifications. The engineer found that a system reagent was dispensing bubbles into a cup and that this was caused by a loose fitting in the line near the valves. The engineer stated that the reagent probe horizonal movement had some play in it, causing the probe not to get a full rinse at times. He said the reagent probe still seemed to be in the rinse spray. He tightened set screws and rechecked adjustments. The customer ran controls and these were within specifications. The engineer found that the customer was not using adapters in their racks and noted that this could cause the observed event. The customer ordered rack adapters. A specific root cause could not be determined based on the provided information. A general reagent or analyzer issue could not be found based on the provided data. Calibration recovery was within expectations. Possible root causes for this event may be sample quality, insufficient maintenance, air bubbles in the system reagent, or not using recommended rack adapters.